Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17445911m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a female patient over (B)(6) underwent a ventricular tachycardia procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history was unknown. During the mapping phase of the procedure, a cardiac tamponade was noticed as there was fluid in the perciardial space of the heart. The cartosound catheter was in the heart and the pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed and 300cc of fluid was removed. The patient did not require extended hospitalization. The patient fully recovered with no residual effects. A factor that might have contributed to the event was that the patient had scar in her heart. The physician¿s opinion regarding the cause of this adverse event is that he did not know however, suspected it could have been the mapping catheter perforating through a thin area of scar. The patient weight was unknown but she appeared average size. A transseptal puncture was performed and a st. Jude brk needle was used. No sheath was used. There were no error messages observed on the biosense webster equipment during the procedure. The shaft proximity interference (spi) value was not known as there was no error displayed. The smart touch unidirectional catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 system patient interface unit. The carto® 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.